Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. The device was not returned to olympus for inspection and the reported failure was confirmed during the call with the technical assistance center. In addition, the following reportable malfunction was identified during the technical assistance center inspection: the sdi in 1 port was defective. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, the technical assistance center suggested the image issue came from the defective port. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the monitor exhibited no image displayed during installation. There were no reports of involvement.